Manufacturer narrative:
The device is scheduled to be returned to the manufacturer for analysis; however, the device has not been returned to date. The patient remains stable and on lvad support while awaiting a heart transplant. No further information is available at this time.

Event description:
In 2004, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while patient was undergoing a pump exchange due to a pocket infection, it was noted that the inflow valve conduit was severely damaged. The sutures that hold the bell housings together were no longer visible, the ptfe sleeve was torn and twisted, and the graft around the valve was also twisted. The pump was explanted, pictures were taken by the hospital and is in hospital risk management at present. The pump will be returned to the manufacturer after it goes through the hospital's risk management team. The pump was replaced without incident. The patient remains stable and on lavad support while awaiting a heart transplant.